Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5056230) on 22-oct-2015. The most recent information was received on 12-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a 32-year-old female patient who had essure (batch no. 922608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, unspecified disorder of knee joint, plantar fasciitis, abnormal uterine bleeding and vaginal bleeding. Cardiology: all tests negative. Vaginal discharge with odor: all tests negative. Previously administered products included for prevent pregnancy: depo provera from december 2011 to march 2012 and norplant from 2007 to 2010. In (B)(6) 2012, the patient experienced headache ("real bad headaches"), abdominal pain ("abdominal pain"), flank pain ("side pain"), depression ("depression"), vaginal discharge ("vaginal discharge with an odor"), alopecia ("hair falling out / hair loss"), polymenorrhoea ("irregular periods (twice a month)"), non-cardiac chest pain ("chest pain (saw heart specialist and all tests negative)") and hemiparaesthesia ("tingling sensation on left side in arm and leg"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), heavy menstrual bleeding ("heavy menstrual bleeding / menorrhagia (heavy menstrual bleeding)"), device expulsion ("essure coil was seen actually in the uterus/essure coil was noted coming out of the uterus"), iron deficiency anaemia ("anemia"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), urinary tract infection ("urinary tract infection"), visual impairment ("vision problems"), psychological trauma ("psychological injury") and feeling abnormal ("hormonal changes describe: brain fog") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure coil removal x2.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, iron deficiency anaemia, pelvic discomfort, back pain, abdominal distension, dysmenorrhoea, dyspareunia, female sexual dysfunction, intermenstrual bleeding, urinary tract infection, hormone level abnormal, visual impairment, psychological trauma, feeling abnormal, bacterial vaginosis and migraine outcome was unknown and the headache, abdominal pain, flank pain, depression, vaginal discharge, alopecia, polymenorrhoea, non-cardiac chest pain and hemiparaesthesia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, flank pain, genital haemorrhage, headache, heavy menstrual bleeding, hemiparaesthesia, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, migraine, non-cardiac chest pain, pelvic discomfort, pelvic pain, polymenorrhoea, psychological trauma, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: discrepancy noted date(s) of essure insertion: (B)(6) 2012, received treatment for bladder/urinary problem: urinary tract infection, vaginal discharge. Received in container a, labeled "right fallopian tube upon sectioning there is a coiled metal wire in the proximal end of the fallopian tube measuring approximately 1.0cm in length received in container b, labeled "left fallopian tube upon sectioning, the proximal end of the specimen a coiled metal wire measuring approximately 1.1cm in length diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed; in (B)(6) 2012: other (please describe) plaintiff does not recall exact details. Lot number:922608 manufacturing date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5056230) on 22-oct-2015. The most recent information was received on 01-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 922608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, unspecified disorder of knee joint, plantar fasciitis, abnormal uterine bleeding and vaginal bleeding. Cardiology: all tests negative. Vaginal discharge with odor: all tests negative. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2011 to (B)(6) 2012 and norplant from 2007 to 2010. In (B)(6) 2012, the patient experienced headache ("real bad headaches"), abdominal pain ("abdominal pain"), flank pain ("side pain"), depression ("depression"), vaginal discharge ("vaginal discharge with an odor"), alopecia ("hair falling out / hair loss"), polymenorrhoea ("irregular periods (twice a month)"), non-cardiac chest pain ("chest pain (saw heart specialist and all tests negative)") and hemiparaesthesia ("tingling sensation on left side in arm and leg"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/ vaginal) type: bacterial vaginosis"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), heavy menstrual bleeding ("heavy menstrual bleeding / menorrhagia (heavy menstrual bleeding)"), device expulsion ("essure coil was seen actually in the uterus/essure coil was noted coming out of the uterus"), iron deficiency anaemia ("anemia"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), urinary tract infection ("urinary tract infection"), visual impairment ("vision problems"), psychological trauma ("psychological injury") and feeling abnormal ("hormonal changes describe: brain fog") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure coil removal x2.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, iron deficiency anaemia, pelvic discomfort, back pain, abdominal distension, dysmenorrhoea, dyspareunia, female sexual dysfunction, intermenstrual bleeding, urinary tract infection, hormone level abnormal, visual impairment, psychological trauma, feeling abnormal, bacterial vaginosis and migraine outcome was unknown and the headache, abdominal pain, flank pain, depression, vaginal discharge, alopecia, polymenorrhoea, non-cardiac chest pain and hemiparaesthesia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, flank pain, genital haemorrhage, headache, heavy menstrual bleeding, hemiparaesthesia, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, migraine, non-cardiac chest pain, pelvic discomfort, pelvic pain, polymenorrhoea, psychological trauma, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: discrepancy noted date(s) of essure insertion: (B)(6) 2012, received treatment for bladder/urinary problem: urinary tract infection, vaginal discharge. Received in container a, labeled "right fallopian tube upon sectioning there is a coiled metal wire in the proximal end of the fallopian tube measuring approximately 1.0cm in length. Received in container b, labeled "left fallopian tube upon sectioning, the proximal end of the specimen a coiled metal wire measuring approximately 1.1cm in length. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed; in (B)(6) 2012: other (please describe) plaintiff does not recall exact details. Lot number - 922608. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 01-oct-2021: medical record received. The case become serious incident. Reporter information, medical history, essure removal date and removal details were added. New event "essure coil was seen actually in the uterus/ essure coil was noted coming out of the uterus" added. Rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.